Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump having cosmetic damage (serial number is partially rubbed off) and pump stopped working after battery replacement. P cap reservoir locks properly into place. The following were noted during visual inspection: faded serial number, scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, and cracked case on the battery tube side. Insulin pump received with critical pump error (open book image) alarm after battery installation. Insulin pump was able to download firmware using crest software successfully however, unable to download pump's trace and history files using thus software as a result of frozen dark blue screen occurrence caused by moisture damage on the electronic assemblies. Insulin pump unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. In summary, customer allegation for pump having cosmetic damage (rubbed off partially serial number) is confirmed during visual inspection when faded serial number is noted. In addition, customer allegation for pump stopping working is confirmed when insulin pump received with critical pump error (open book image) alarm after battery installation due to moisture damage to force sensor. However, unable to download pump's history and trace files using thus software due to dark blue frozen screen anomaly caused by moisture damage.

Event description:
Information received by medtronic indicated that the insulin pump stopped working. The serial number was partially rubbed off, insulin pump had low battery and after replacing it got fail notice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.